Event description:
Customer reported leaking at valve injection site. Customer is questioning if someone tried to put a needle through the valve or if the valve was defective. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's complaint of leaking at the valve was verified. The cause of the leaking was identified as two holes on the rubber piston of the smartsite valve. The cause of the holes could not be identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.